Event description:
It was reported by the customer that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high" with ketones; although specific value was not provided. The customer's husband assisted in addressing the elevated bg and occlusions by administering a manual insulin injection and changing the pump supplies. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days.